Event description:
Information received with return of the explanted device indicates that the patient was completely pacemaker depen- dent and notes that the lead coils were fractured. The fracture was observed beneath the anchoring sleeve.~~~